Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant no capture was noted on the right atrial lead (ra). The lead "had fallen" per x ray.  The lead was revised and remains in use. No patient complications have been reported as a result of this event.